Manufacturer narrative:
Article: schlaepfer, t.e., c. Frick, a. Zobel, w. Maier, I. Heuser, m. Bajbouj, v. O'keane, c. Corcoran, r. Adolfsson, m. Trimble, h. Rau, h-j hoff, f. Padberg, and k. Audenaert. "Vagus nerve stimulation for depression: efficacy." Psychological medicine (2008): 1-11.

Event description:
It was reported in a scientific article that a depression pt committed suicide. Further info from a 24 month report. The pt was a responder from vns therapy and had 18 life-time suicide attempts. Currently, the relationship of the pt's death to vns therapy is unk. Good faith attempts to obtain additional info have been unsuccessful to date.